Manufacturer narrative:
(B)(4). Device returned to MFR: the complaint device was returned for evaluation. The telescope assembly was not able to properly pull back, advance, and retract. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. An open hole was observed at the sheath lap joint section of the device. Fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. The imaging window was still connected to the blue sheath tubing at the lap joint. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that an unstable image appeared. The opticross¿ imaging catheter was used to visualize unspecified lesion. During procedure, an unstable image appeared on the second intravascular ultrasound . They flushed the device several times but the issue was not resolved. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, returned device analysis revealed an open hole at the sheath lap joint area.